Event description:
It was reported that during an unknown procedure, when fired, the motor sound on the device was heard, but it stopped immediately, and then it was not working even they pushed every button, and the jaws also could not be opened or closed. Then, the knife was released by the manual override lever and the surgery was completed with a new main body. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 08/27/2025 d4: batch #unk b3: unknown d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)?=>no. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? =>yes.or, did the device fully fire and stop during the automatic knife return? =>no.was there any difficulty opening the device? =.no.if yes, how was the device removed from the patient?=>n/a. If yes, did the jaws eventually open?=>n/a. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.